Event description:
Pt reported that "while gardening, she experienced alleged port site pain" with the lap-band system. She noticed alleged redness at the port site and returned to her doctor who performed endoscopy which allegedly confirmed a band slippage and erosion. The pt also had an alleged port site infection which was treated with oral antibiotics. The lap-band system was removed without replacement. She additionally reported that "during the whole term of having the lap-band in place, if she inadvertently drank fluids too soon after eating then she would [allegedly] vomit". F/u with the surgeon is in progress. The serial number of the device and the return of the product for analysis have been requested. F/u findings are pending at this time. Any new info will be forwarded to the FDA in a f/u report.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the device has been requested. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, infection, band slippage, pain, irritation/inflammation, and vomiting are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Infection can occur in the immediate post-operative period for years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "Slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully removed by band deflation. More serious slippages may require band repositioning and/or removal." "There were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, dehydration, chest pain, incision pain, and... Port site pain." "Contraindication(s): the lap-band system is contraindicated in: ...pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."